Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2021, to remove an abutment due to skin overgrowth. A new and longer abutment was placed during the same time.